Event description:
A surgeon reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. Additional info was received from the surgeon who indicated that the iol did not cause/contribute to the event and indicated the potential causes to be the incision and the pt's pre-existing astigmatism.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).